Manufacturer narrative:
Corrected data: h6: implact code 4628 is corrected to 4625 for "manipulation of lens in the right position." Device problem code 2993 corrected to 3026 for "lens upside down." Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticmo13.7, -16.0/+2.5/084 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reports the lens was implanted upside down. Reportedly, the lens was manipultated into the correct position and the problem was resolved. The cause of the event is reported as unknown.